Event description:
Procedure performed: laparoscopic cholecystectomy. Cer # 2018-100565 will address event device 1 of 2; cer # 2018-100566 will address event device 2 of 2 . Event description: the doctor reported two incidents of the sleeve tip bending. The doctor reported having trouble while trying to introduce the trocar. The tip of the sleeve bent. The doctor tried to repair the bend unsuccessfully. The sleeve was replaced and the same thing occurred. The doctor has used the devices before and was not new to the device. The rep was not present during the case. The obturator was inside while the doctor tried to introduce the trocar. No injury occurred. The patient is 36 years old. Both devices are available for return. Additional information was received via email on 21sep2018 from regulatory affairs: at the umbilicus port I tried to introduce the trocar more than once, when I noticed the tipo of the trocar was bend or irregular. I tried a second one and happened the same thing. I had to cut the aponeurosis with hasson technique. The surgeon did mentioned he tried to unbend the sleeve with tweezers (kelly or similar) in the or. Additional instruments used were laparoscopic instruments. Patient status: healthy.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a plastic fragment. Visual inspection confirmed the complainant's experience of a damaged cannula tip. The plastic fragment completed the missing portion at the cannula tip. At this time, applied medical is unable to determine the root cause of the damaged cannula tip. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Cer # 2018-100565 will address event device 1 of 2. Cer # 2018-100566 will address event device 2 of 2. Event description: the doctor reported two incidents of the sleeve tip bending. The doctor reported having trouble while trying to introduce the trocar. The tip of the sleeve bent. The doctor tried to repair the bend unsuccessfully. The sleeve was replaced and the same thing occurred. The doctor has used the devices before and was not new to the device. The rep was not present during the case. The obturator was inside while the doctor tried to introduce the trocar. No injury occurred. The patient is (B)(6). Both devices are available for return. Additional information was received via email on 21sep2018 from regulatory affairs: at the umbilicus port I tried to introduce the trocar more than once, when I noticed the tipo of the trocar was bend or irregular. I tried a second one and happened the same thing. I had to cut the aponeurosis with hasson technique. The surgeon did mentioned he tried to unbend the sleeve with tweezers (kelly or similar) in the or. Additional instruments used were laparoscopic instruments. Patient status: healthy.